Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint does not identify a reported lot and no sample was returned for evaluation so it cannot be determined if the complaint can be attributed to the post assembly inspection. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).

Event description:
An ophthalmic surgeon reported that the trocars he inserted initially leaked during a vitrectomy procedure. He replaced the leaking trocars with a different set of trocars twice. He indicated both replacement trocars leaked. The procedure was completed with no harm to the patient. The product samples were not kept. No additional information is expected. This is three of three reports for this case.

Manufacturer narrative:
(B)(4).